Event description:
A report was received that a patient's ipg had been explanted. The patient was experiencing pain at the pocket site, and the patient's physician elected to replace the ipg. The patient is reportedly doing well.

Manufacturer narrative:
The explanted device was discarded by the medical facility, and will not be returned to bsn for evaluation.